Event description:
Patient reported pump tubing was leaking at the cassette area. The pump was powered down. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.